Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported being new to pump therapy; began on therapy about 6 months ago. Patient stated prior to pump therapy she experienced hypoglycemic episodes. Patient reported having concerns with bolus delivery for about 2 months; sometimes it happens that she programs the bolus, the infusion device begins to deliver, then gives an e4 (occlusion) error message, and then afterwards a w8 (bolus cancelled) message occurs. Patient stated during these episodes, she used the pen for correction and then after corrections in 2 or 3 cases, she experienced concerns with hypoglycemic values. Patient stated she is relating these episodes to the infusion device delivering part of the bolus despite the e4 error message and the w8 warning. Patient does not recall the blood glucose values. Patient's normal blood glucose level was not provided. Patient reported the e4 alarm occurs in other situations; about every 2 or 3 days. Patient stated she often changes the infusion site, so that it is not irritated. Patient reported she changes the infusion set every 3 days and when the e4 occurs, she changes both the infusion set and the insulin cartridge. Patient stated after about 2 days the error occurs again. Patient is using apidra insulin. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result e4 were found in the history. The occlusion limits were tested successfully. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. On (B)(4) 2013, no w8 was found in history. But before the pump correctly triggered the w8 warning when the customer canceled a bolus or the cartridge was empty. The problem mentioned by the customer could not be reproduced.